Event description:
The patient was in the intensive care unit with an overdose. The patient initially had reported that he belived that he was experiencing withdrawl. He reportedly had had clonidine, dilaudid and baclofen in the pump and was being supplemented with oral medications. Due to insurance and reimbursement issues, he was seen by a new physician who refilled the pump with unknown drug, concentration and dose. The hcp was uncertain as to the previously programmed regime as he did not have access to a programmer. The patient was intubated but stable.